Manufacturer narrative:
No raw data of the discrepant sample measurement was provided; therefore a definite root cause could not be determined. An air bubble in the tube was most likely the cause. In this case the erroneous result was not reported outside the lab, thus, the patient was not adversely affected by the event.

Event description:
The customer received questionable phenytoin results for one patient sample when test on an integra 800 ananlyzer, serial (B)(4). The issue began in may. All repeat testing was performed on the same integra 800 analyzer. The initial phenytoin result was 36.7 ug/ml and was reported outside the laboratory. "Someone" requested the sample be rerun. The same sample was repeated using a variety of sample containers. The first repeat result was 16.3 ug/ml. This value was reported in a corrected report. The second repeat result was 15.8 ug/ml. The third repeat result was 16.3 ug/ml. The final repeat result was 15.9 ug/ml. The patient was not adversely affected by the event. The customer declined a field dispatch. She felt this was a patient specific issue, possibly related to a bubble in the sample.